Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
After the IV catheter was inserted, the needle was stuck and did not retract. The nurse was able to leave the catheter in the skin and pull the needle out. Needle still did not retract when taken out of the patient. I don¿t think my nurses have been reporting every instance since this has been ongoing for over a month now.

Event description:
No new information.

Manufacturer narrative:
The complaint that the needle did not fully retract was confirmed and the cause appeared to be manufacturing related. Five 18g insyte autoguard bc devices were provided for investigation with open unit packages from lots 5052302, 5120110, and 5174502. It could not be determined with certainty which lot(s) the units were from. The safety mechanism had been activated on each sample. Two needles were received fully retracted. Three needles were received with the flash notch caught on the blood control valve. After manipulating the IV catheter, the needle ended up fully retracting within the safety shield. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.